Manufacturer narrative:
The affected device was analyzed onsite by dräger service. Due to the malfunction the log file could not be obtained. Due to the missing log file no analysis of the events on the reported date of event could be performed. During the device analysis a deviation of the pcb cpu was determined to be the root cause. After replacement of the pcb the device passed a full test according to manufacturer specification. As a safety feature of the ventilator, the ventilator software analyzes and verifies proper function of the device. If the ventilator software detects an internal failure it triggers a warm start in an attempt to solve the issue. During a warm start the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. In the event of an unsuccessful warm start, a continuous audible alarm would be activated, and the emergency-breathing valve would remain open. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported in the user facility report: ¿at 7.40 the ventilator in bed 4 suddenly failed alarming with a black screen. No flow coming from tubing and no etco2 wave on the monitor. No respiratory rate detected by screen and saturation slowly started to drop. Incident was recognized immediately and patient was maintained at 100% saturation while being moved on to a new ventilator.¿